Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the device with water, and a leak was observed from the spike port cap. The spike port cap joint was found to not be fully sealed. The reported condition was verified. The cause of the condition was not determined. The supplier of the component has been notified of this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag had leaked from the middle spike port around the cap. This event occurred after filling the device with an unspecified solution. There was no patient involvement. No additional information is available.